Event description:
It was reported while using bd vacutainer® sst¿, one (1) tube was found to be bent resulting in bending of the suction needle on the analyzer. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, one (1) tube was found to be bent resulting in bending of the suction needle on the analyzer. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - bd received one (1) photo for investigation. After review and analysis of the customer photo, there is insufficient evidence of bowed tubes. A total of 30 retained samples were visually inspected for bowed molding, and all passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has not been confirmed for the indicated failure mode: bowed. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.